Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2022). Device not returned.

Event description:
It was reported that prior to a procedure, the device was allegedly found to be mislabeled. There was no patient contact.

Event description:
It was reported that prior to a procedure, the device was allegedly found to be mislabeled. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A DHR review is required. Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint was caused by the mfg. Process. Investigation summary: the sample was not returned for evaluation. Although the device was not returned for evaluation, the complaint is confirmed for the reported mislabeling issue, as the investigation confirmed a labeling issue for the product catalog and lot number associated with this complaint. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.